Event description:
A customer contacted beckman coulter regarding an erroneously low total prostate specific antigen (tpsa) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for tpsa in duplicate and results of 0.04ng/ml and 3.64ng/ml were obtained. The customer re-tested the original sample for tpsa and the result was 0.00ng/ml. The customer then tested the original sample on a different instrument in their lab for tpsa and the result was 3.93ng/ml. The erroneous results were not reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. Per field service engineer (fse) and a technician from the customer's lab, all three levels of qc were failing at the time of the event. The sample was collected in a corvac, serum tube with gel. The fse was in the customer's lab on 10/23/2006-10/25/2006. The fse performed a major preventive maintenance (pm) to instrument. There is no information why the pm was performed. The fse replaced transducer and ran verifications which met specifications. The fse verified the instrument per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.